Manufacturer narrative:
The reported reader was returned and investigated. Performed visual inspection on the returned reader. The reader did not power on with the home button, retained strip insertion or the usb cable insertion. The reader was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly), evidence of blockage was observed. Therefore this issue is not confirmed to a user issue. No malfunction or product deficiency was identified. (Labeled for single use) has been updated from yes to no.

Event description:
The customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. The customer further reported he experienced unspecified symptoms of hyperglycemia and self-treated. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and high blood pressure and was treated with insulin (dose unknown) and unspecified pills for high blood pressure. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. The customer further reported he experienced unspecified symptoms of hyperglycemia and self-treated. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and high blood pressure and was treated with insulin (dose unknown) and unspecified pills for high blood pressure. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. The customer further reported he experienced unspecified symptoms of hyperglycemia and self-treated. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and high blood pressure and was treated with insulin (dose unknown) and unspecified pills for high blood pressure. There was no report of death or permanent impairment associated with this event.